Manufacturer narrative:
(B)(4). D10: cat# 010000897 lot# 6897689 g7 10 deg e1 liner 36mm f. Cat# 11-363662 lot# 65777432 36mm cocr mod hd std. Cat# 31-323230 lot# 66103718 3.2mmx30mm rnglc+ acet drl bit. G2: foreign: australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: acetabular cup loosening, malalignment, protrusio and superior acetabular cup polyethylene wear. A definitive root cause cannot be determined. Based on the mmi report, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 2 years later due to acetabular loosening. It was reported that no further information is available.